Event description:
It was reported that the patient was routinely transplanted. This was considered device or device therapy related. The device would not be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the patient received a routine heart transplant. It was reported that the outcome was considered device or therapy related. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the customer. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, revision d is currently available. The IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.